Event description:
It was reported that the index procedure took place on (B)(6) 2013 during which a 3.0 x 38 mm and a 3.5 x 33 mm xience primes were implanted in the mid right coronary artery. On (B)(6) 2014 at the 8 month follow-up restenosis was confirmed by angiography in the 3.5 x 33 mm xience prime. On 01/30/2014 revascularization was performed with placement of a drug eluting stent. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of restenosis is a known observed and potential patient effect as listed in the japan xience prime everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.